Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing suboptimal results due to their lead placement. The patient underwent a lead revision procedure where the lead was explanted and replaced. The patient was doing well post-operatively. The device was retained by the facility and will not be returned for analysis.